Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. A lotus introducer was placed and then the aortic valve was treated with a 23 mm lotus edge valve, which is implanted successfully. Of note, balloon valvuloplasty was not performed. There was correct positioning of the prosthetic heart valve into the proper anatomical location without the need for repositioning. During the index procedure, the subject was noted to have lbbb. No diagnostics were performed and no action was taken to treat the event. The event was considered resolved the same day. Two days later, the subject was discharged on anticoagulants.